Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited invalid cardiac compass data. It was also reported that mirror image oversensing was noted on the atrial and ventricular channels. The ra and rv leads were reprogrammed and the ipg, right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.